Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, after the e-sep pencil was used to cauterize a bleeder and the pa went to put it in the holster and it didn¿t turn off. It was unplugged and plugged back in but it still continued to activate without the button being pushed. Eventually it stopped on its own. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D9: full UDI is not available due to missing information (unknown lot#). H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, after the e-sep pencil was used to cauterize a bleeder and the pa went to put it in the holster and it didn¿t turn off. It was unplugged and plugged back in but it still continued to activate without the button being pushed. Eventually it stopped on its own. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.